Event description:
It was reported that right ventricular (rv) lead and the pulse generator showed increasing, high, out of range varying impedances, oversensing, noise, and crosstalk. Both the rv lead and device were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. However, there was blood/body fluid on the proximal conductor (not obstructed) and helix/lobe mechanism. The outer insulation was breached cut and the helix/lobe was distorted/bent. Visual analysis revealed that there was apparent explant damage. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Rv lead impedance appears to have increased to above 6000 ohms during the week ending (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. However, there was blood/body fluid on the proximal conductor (not obstructed) and helix/lobe mechanism. The outer insulation was breached cut and the helix/lobe was distorted/bent. Visual analysis revealed that there was apparent explant damage.